Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation, a service required alarm condition indicating a charging issue was observed in the device's downloaded event log. The device's system board was replaced to address the issue.